Event description:
A vertebroplasty was being done and cement was being utilized through the needle. Upon attempted removal, the handle shattered. Forceps were utilized to retrieve the cannula from the pt. The pt did not sustain any adverse effects from this event.